Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the customer was hospitalized on (B)(6) 2015. The customer's blood glucose was over 600 mg/dl at the time of hospitalization. It was reported the customer was admitted into the intensive care unit. The cause of the customer's hospitalization was from diabetic ketoacidosis. The customer was released after two and a half days. The customer stated their blood glucose was high because the infusion set became detached from their body. The customer declined to return the insulin pump for analysis.